Manufacturer narrative:
Event summary: the patient data files showed at least twelve applications were performed with catheter 2af284 / 15181-39 without any issue on the date of the event. The data files also showed at least eight applications were performed with catheter 239f3 / 94209-58 without any issue on the date of the event. Upon visual inspection of 990063-020 / 213802550, results showed that mapping catheter was kinked on the loop (misshape) and pebax tube was ribbed. The mapping catheter failed the test due to a kink on the loop and pebax damaging. The product analysis findings do not indicate a manufacturing related defect in conclusion, the reported issue has been confirmed through testing but not confirmed through the data analysis. The mapping catheter failed the returned product inspection due to misshape of the loop and ribbed pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was entrapped in the balloon catheter and was unable to be advanced further. The y-connector was detached and the mapping catheter was reinserted directly into the balloon catheter without resolve. Both catheters were then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. Following analysis of the product/clinical data an out of specification finding was discovered. The pli was reassessed for reportability.